Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 520 mg/dl at the time of the event. When the infusion set was removed from the customer's body, the cannula was found to be bent. The customer stated that she had an abcess in her tooth prior to the event, and the combination of that infection, the medication to treat it, and other stresses, caused her blood glucose to elevate. The customer declined to performed troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.